Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon initial inspection it was observed that an image was present when the endoscope was connected and switched on. Additionally, there were no scope communication error displayed. The moisture indicator had not been triggered and the plug body was dismantled to check for signs of moisture or fluid, resulting in no evidence of moisture. Upon further investigation, it was observed that the light guide glasses had chipped. It was observed that the adhesive of the light cover glass and optical cover glass was worn. It was also observed that the adhesive of the distal end was worn. It was observed that a coloured ring was worn at the control body in the aspiration housing. It was also observed that the following angles did not meet specifications: up, down, left, and right angle. Also, the angle plays in the up-down and left-right did not meet the standard. Lastly, it was observed that the scope did not meet specifications and as a result did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a scope communication error (e315) with no image. The reported issue occurred during preparation of use for an unknown procedure. There were no delays reported. There was no report of patient/user harm, or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. Furthermore, there was no evidence of water invasion. Therefore, no further presumption of cause could be established. It is suggested that the user facility review the method of device handling in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.